Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00121 on 01-aug-2025. Additional information (26-aug-2025): in addition to the service activities mentioned in the initial report, the customer ran 15 prime cycles, which passed acceptably. Siemens observed water quality issues such as calibration drift and persistent low outliers from the middle of the well as indicators of poor water quality. Siemens further evaluated the event and determined that the contamination or blockage within the instrument potentially contributed to the falsely elevated carbon dioxide (co2) results. The investigation findings and investigation conclusions codes in section h6 were updated to reflect additional information. The instrument was performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneously elevated carbon dioxide (co2) results on multiple patient samples were obtained on a dimension vista 500 instrument. Quality controls (qc's) were within range prior to running patient samples. Customer performed the probe and drain maintenance for reagent arm 1, reagent arm 2, sample probe 1 and integrated multisensor technology (imt) probe. The customer then ran qc, which recovered acceptably. Siemens remotely assisted the customer and performed alignments for reagent arm 1, reagent arm 2, sample arm 1, imt and imt probe which passed successfully, then performed quick system check which also passed successfully. Further, the customer ran qc which recovered acceptably. The instrument was performing within specifications. Siemens is evaluating the event.

Event description:
The customer reported that erroneously elevated carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The sample identifiers (B)(6) were repeated on the original instrument and were considered erroneous. All the samples were repeated on an alternate dimension vista 500 instrument, except the sample identifier 3865973, which was repeated thrice on an alternate dimension vista 500 instrument. The repeat results recovered lower than the initial result and were in normal range. The repeat results were considered correct and reported to the physician(s). For sample identifier (B)(6), a result of 28 mmol/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated co2 results.